Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited elevated shock impedance measurements of 155 ohms. Technical services (ts) discussed potential causes and troubleshooting options. Additional information was received that a revision procedure was performed. The device pocket was opened and was repositioned to obtain more contact with the facia. It was reported that the patient had gained a significant amount of weight since implant, and the physician believed that there was a lot of air in the pocket due to the change in body mass index. After the device was repositioned shock impedance measurements were noted to be 185 ohms. The pocket was then flushed and shock impedance measurements decreased to 175 ohms. A 10 joule shock was delivered and shock impedance measurements were noted to be 195 ohms. The physician closed the pocket and was considering referring the patient for potential electrode explant. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report is being filed to correct b5: describe event or problem.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited elevated shock impedance measurements of 155 ohms. Additionally, the device was noted to have reached elective replacement indicator (eri). Technical services (ts) discussed potential causes and troubleshooting options. Additional information was received that surgical intervention was undertaken. The device was explanted and replaced. One day post device replacement, shock impedance measurements were noted to be 150 ohms with the replacement device and this chronic electrode. A revision procedure was performed. The device pocket was opened and the device was repositioned to obtain more contact with the facia. It was reported that the patient had gained a significant amount of weight since implant, and the physician believed that there was a lot of air in the pocket due to the change in body mass index. After the device was repositioned shock impedance measurements were noted to be 185 ohms. The pocket was then flushed and shock impedance measurements decreased to 175 ohms. A 10 joule shock was delivered and shock impedance measurements were noted to be 195 ohms. The physician closed the pocket and was considering referring the patient for potential electrode explant. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited elevated shock impedance measurements of 155 ohms. Additionally, the device was noted to have reached elective replacement indicator (eri). Technical services (ts) discussed potential causes and troubleshooting options. Additional information was received that surgical intervention was undertaken. The device was explanted and replaced. One day post device replacement, shock impedance measurements were noted to be 150 ohms with the replacement device and this chronic electrode. A revision procedure was performed. The device pocket was opened and the device was repositioned to obtain more contact with the facia. It was reported that the patient had gained a significant amount of weight since implant, and the physician believed that there was a lot of air in the pocket due to the change in body mass index. After the device was repositioned shock impedance measurements were noted to be 185 ohms. The pocket was then flushed and shock impedance measurements decreased to 175 ohms. A 10 joule shock was delivered and shock impedance measurements were noted to be 195 ohms. The physician closed the pocket and was considering referring the patient for potential electrode explant. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report is being filed to correct the following fields: d4: model number and catalog number. G1: MFR site address 1, MFR site city, MFR site state and MFR site zip/post code.